Event description:
Pt was undergoing cardiac bypass grafting surgery. Near the end of the case, as the perfusionist was bagging blood, he heard a significant noise. He turned the bio-pump off and the noise stopped. When he turned the bio-pump back on, he noticed blood running out of the back of it. He was unable to pump the blood out of the machine. A screw was found on the floor that appeared to fit a hole through which the blood was running. Pt was off pump at this time, so no harm. If incident had occurred earlier, a life-threatening situation for the pt may have occurred.